Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patients' central line became dislodged, resulting in hospitalization on 2026. A new central line was placed in 2026. During hospitalization, the patient received medication via hospital IV, and the managing physician was aware and evaluated the patient. The patient was unable to provide details regarding the type or number of lumens of the central line. The patient also reported that one of their cadd-solis infusion pump was not functioning properly. The pump generated repeated occlusion alarms; however, the specific alarm code is unknown. The patient attempted troubleshooting, including checking the tubing and ensuring there were no kinks, but the issue persisted and alarms continued. The patient stated that the pump malfunction occurred shortly before the central line became dislodged. Due to continued alarms, the patient turned off the pump and has not used it since, citing discomfort with continued use. This is continuous infusion. As per the customer response, it was identified that remodulin therapy was being administered. United therapeutics is the manufacturer. Route of administration is IV.